Event description:
The pt was undergoing and anterior cruciate ligament reconstruction. While using the reamer, the reamer broke off in the femoral tunnel. It was stated that the knee moved which may have contributed to the reamer breaking. It was thought that all fragments were removed. Upon examination 3 days later it was found that a small foreign body was in the knee. It was decided that it would be best to remove the object. The fragment was removed four days later under general anesthetic. The fragment is being returned to the MFR. It does not appear that there will be any adverse effect to pt outcome.